Event description:
It was reported that allegedly, a pta balloon dilatation catheter was used to treat a stenosis in the left subclavian and after post stent dilatations were performed, the device failed to retract through the introducer sheath. The balloon was completely deflated prior to retraction. The pta balloon catheter and the introducer sheath were removed simultaneously from the patient. The device was advanced through a 6f x 90cm introducer sheath placed in the right femoral. Two inflations to 8 atms were performed within a 8 x 39 mm stent using an endoflator. No patient injury.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample was discarded by the user facility, therefore, a sample evaluation could not be performed. The current IFU (information for use) states: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guide wire/introducer sheath as a single unit.